Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. The patient experienced a skin reaction characterized by redness, swelling, and the development of an abscess at the needle puncture site. On wednesday, (B)(6) 2026, the patient noted progressive localized symptoms at the sensor site, including inflammation, erythema, and formation of a small abscess. Due to increasing discomfort, the patient removed the sensor; however, symptoms did not improve. On friday, (B)(6) 2026, the patient consulted a physician. No procedures were performed during the visit. The physician prescribed oral bactrim (sulfamethoxazole/trimethoprim), to be taken twice daily, and advised the patient to schedule a dermatology appointment for the following wednesday. Since symptom onset, the patient reported no change in the size of the abscess. The affected area remained warm to the touch, indicating ongoing localized inflammation. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).